Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 20ga x 0.75¿ powerloc safety infusion set. Usage residues were observed throughout the sample. The safety mechanism was engaged and a portion of non-vad accessory was attached to the luer adapter. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization. Microscopic inspection of the sample did not reveal any evidence of device leakage. Connections of multiple accessories to both luer adapters were unremarkable. Both luers were measured and found to be within manufacturing specifications. No leakage or evidence of previous leakage was observed during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. Potential contributing factors to the reported event include use of incompatible accessories. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that during infusion of anticancer agent at the patient's home, anticancer agent leaked. There was no reported patient injury. No other information was provided.

Event description:
It was reported that during infusion of anticancer agent at the patient's home, anticancer agent leaked. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.